Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose during the night after several hours of hyperglycemia around 289 mg/dl and receipt of correction dosing while using the ilet, with support noting a pattern of prolonged highs followed by lows and advising troubleshooting and potential clinical referral. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included review of available use reports and troubleshooting and education with the user. Investigation of this case revealed that the event involved hyperglycemia followed by subsequent hypoglycemia, with the precise glucose nadir and most recent data unavailable, and no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.